Event description:
Two hours after the ivtm therapy was initiated for rewarming a burn patient, the customer observed a fluid under the thermogard hq console (B)(4) and a visible cut in the start-up kit (suk) (lot unknown) lfl tubing. The console was set to max power with a target of 38°c for maintaining normothermia during burn surgery. The console did not display an air trap alarm. The customer was instructed to replace the suk and a saline bag. The customer was guided through the set-up process to ensure the tubing was placed in the machine appropriately. Approximately two hours later, the patient's temperature decreased and the customer noticed the second (suk) (lot unknown) leaked again and it appeared to be cut in the same area of the suk. Following this, the ivtm therapy was discontinued and the console was taken out of service and sent to the biomed department for inspection. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of the thermogard hq console serial # (B)(6) damaging the lfl tubing of the start-up kit (suk) was confirmed during visual inspection and functional testing. The likely root cause was due to user mishandling, as worn-out/rusty ball bearings on the pump rotor were noted as a result of previous saline spillage in the raceway. Upon further visual inspection, zoll service personnel noted saline spilled in the pump raceway, indicating a suk leak. Upon review of the event log, no irregularities were found. The thermogard hq console failed functional testing due to the pump rotor issue. The pump rotor assembly was replaced to remedy the complaint. Following the service, the console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for thermogard hq console sn (B)(6).